Manufacturer narrative:
Approximate age of device- 1 year, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a heartmate 3 left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient heard a red heart alarm, low flow and pump stop despite being connected to power supply. The system controller was exchanged by the paramedics upon arrival; however, the alarm still persisted. Once the patient was at the hospital, it was confirmed the pump had been off for more than two hours. It was reported the green running light was off on the original and backup system controllers and both the system controller and the modular driveline cable are very discolored and look ¿used¿. The patient was in stable condition with no adverse impact and fairly good left ventricular (lv) function. It was decided not to change the modular cable and to disconnect the system controller. The patient was being assessed for decommissioning. On 25 jun 2019, it was reported the patient was seen in the operating room where the pump was decommissioned and left in the chest. The patient is stable in the intensive care unit. No additional information has been provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the reported alarms and pump stop was confirmed based on the system controller log files, the cause could not be conclusively determined. It was reported that the patient received a red heart alarm that turned out to be a low flow alarm and a pump stop. The system controller was exchanged once the paramedics arrived. The alarm persisted and the patient was transferred to the hospital. The patient was in stable condition and had fairly good lv function, so the controller was disconnected. The pump was decommissioned on (B)(6) 2019. The pump was left in the chest and the patient was stable in ICU. The patient is too risky for a transplant due to pulmonary blood pressure. It was noted that after the pump was decommissioned, the remaining piece of cable was disposed of. It was reported that the patient¿s pump was decommissioned and the pump was not explanted. After the pump was decommissioned, the remaining piece of cable was disposed of. No product is available for investigation. No further issues have been reported. Review of the submitted controller event log file appeared to capture the device operating as intended until a pump stop occurred in association with the system controller fuse damage. The pump remained off for the remainder of the log file. The heartmate 3 instructions for use and heartmate 3 patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. These documents contain information on all system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.